Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital with a diagnosis of peritonitis. The patient woke up during pd treatment short of breath, and the treatment was stopped. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was having pd catheter dysfunction issues on (B)(6) 2024. This was the cause of the patient¿s dyspnea. The patient went to the emergency room (ER). During the patient¿s assessment, the patient was diagnosed with peritonitis. The patient was admitted to the hospital. There were no culture results or antibiotic regimen available. The patient had the pd catheter removed on (B)(6) 2024 and was receiving hemodialysis (hd) during the hospitalization. It was unknown if the patient would go to a short-term rehabilitation upon discharge from the hospital. The plan was for the patient to continue hd in-center. It was unknown if the patient would eventually return to pd therapy. The cause of the peritonitis event was unknown. However, there were no reports of a cassette leak or any other issues with a fresenius product related to this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no evidence of a malfunction, deficiency, or defect the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital with a diagnosis of peritonitis. The patient woke up during pd treatment short of breath, and the treatment was stopped. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was having pd catheter dysfunction issues on 27/jan/2024. This was the cause of the patient¿s dyspnea. The patient went to the emergency room (ER). During the patient¿s assessment, the patient was diagnosed with peritonitis. The patient was admitted to the hospital. There were no culture results or antibiotic regimen available. The patient had the pd catheter removed on 02/feb/2024 and was receiving hemodialysis (hd) during the hospitalization. It was unknown if the patient would go to a short-term rehabilitation upon discharge from the hospital. The plan was for the patient to continue hd in-center. It was unknown if the patient would eventually return to pd therapy. The cause of the peritonitis event was unknown. However, there were no reports of a cassette leak or any other issues with a fresenius product related to this event.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump, and visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The cycler underwent and passed a system air leak test, a valve actuation test, and a teach pumps test. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. An internal visual inspection identified evidence of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital with a diagnosis of peritonitis. The patient woke up during pd treatment short of breath, and the treatment was stopped. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was having pd catheter dysfunction issues on (B)(6) 2024. This was the cause of the patient¿s dyspnea. The patient went to the emergency room (ER). During the patient¿s assessment, the patient was diagnosed with peritonitis. The patient was admitted to the hospital. There were no culture results or antibiotic regimen available. The patient had the pd catheter removed on (B)(6) 2024 and was receiving hemodialysis (hd) during the hospitalization. It was unknown if the patient would go to a short-term rehabilitation upon discharge from the hospital. The plan was for the patient to continue hd in-center. It was unknown if the patient would eventually return to pd therapy. The cause of the peritonitis event was unknown. However, there were no reports of a cassette leak or any other issues with a fresenius product related to this event.